Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. The patient was being administered nebulizer therapy at the time of the event. No further details about the patient or the event were provided. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down by itself could not be duplicated. Ventec then downloaded the device's electronic records for analysis where it was confirmed that the device had, in fact, shut down by itself during the reported event. Proper device operation was observed through functional and performance testing. As a precaution, ventec replaced the control board. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿.. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).